Manufacturer narrative:
The customer¿s report of backflow from the secondary into the primary was not confirmed. No anomalies were observed on the received sets during visual inspection. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Testing of the check valve by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml baxter infusion bag, lot y239616, exp jan 19, nacl; 100ml baxter infusion bag, lot p64745, exp dec 18 of natalizumab, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn programmed the pump as the follows: the primary was set for a bolus and the secondary was programmed for cefazolin at a rate of 100ml/hr for a volume of 50ml. The rn noticed approximately 10 minutes later that the entire bag of cefazolin was infused. The rn checked the pump and it said that there was still 40mls yet to be infused. No specific patient information is available. The pump and tubing were sequestered and sent to clinical engineering (ce). Per the clinical engineering technician, ce connected the dual-infusion set (primary and secondary) given to them by the clinicians and used in the event. Since the incident occurred while infusing 50mls at 100ml/hr, ce set up the test to do the same. Ce followed the setup provided by carefusion. Immediately ce saw the fluid run from the secondary bag into the primary bag. After this test, ce ran their normal pm procedures and both the pump and the brain passed without any issues. There was no report of patient harm.